Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/02/2025 it was reported by a sales representative via (B)(4) that an 0617-300 lag screw sheath with handle wire sheath did not engage with lag screw drill/screw sheath. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is an internal manufacturing issue. The complaint allegation was confirmed based on the customer's attached picture, which shows that the 0617-300 lag screw sheath does not engage with the lag screw drill/screw sheath.